Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophagogastroduodenoscopy (egd) banding procedure performed on (B)(6), 2011. According to the complainant, during procedure the bands would not deploy and got tangled on the bander. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device revealed that residue was present on the entire unit, including the ligator head. The tripwire was attached and partially wound onto the spool. The suture was detached from the ligator head, but still attached to the tripwire. The teeth on the ligator head were damaged. There were five blue bands and one white band attached to the ligator. It appears as though an attempt was made to deploy one of the blue bands as well as the white band; however, the bands remain attached to the ligator. Eight knots were found in the overall length of the suture. The tripwire appeared bent/kinked in various places along its length and slight indentations were noted in the groove of the spool. The velco strap was found attached to the handle. Functionally, the handle was able to be rotated and clicks with every 180 degrees of rotation. The condition of the returned incident device was consistent with the reported issue that the bands would not deploy. The evaluation confirmed that the suture was detached from the ligator head, but remained attached to the trip wire. Based on the evaluation conducted and the details of the complaint, it is probable that the difficulties encountered in deploying the bands were most likely due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophagogastroduodenoscopy (egd) banding procedure performed on (B)(6), 2011. According to the complainant, during procedure the bands would not deploy and got tangled on the bander. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.